Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient did not undergo surgery. The recipient's infection has reportedly resolved. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly not explanted.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly experienced a post-traumatic secondary infection in the mastoid area, which was not device related. The recipient was hospitalized for several days. The recipient underwent another surgery. The recipient is currently undergoing treatment.